Event description:
It was reported that the pt underwent a tlif at l3-l4 using a vertebral body spacer and rhbmp. At three weeks post-op, the pt developed a hematoma at l3-l4 which was impinging upon the nerve root and causing radiculopathy. A surgical intervention was performed at approx three weeks post-op to drain the hematoma. CT myelogram at nine months post-op reportedly reveals ossification of the lateral disc that runs around the vertebra yielding the appearance of bone which displaces the l4 nerve root. The ossification is located anterior to the vertebral body spacer.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.